Event description:
The customer that he was hospitalized due to diabetic ketoacidosis, cardiac arrest and a coma. The customer's blood glucose reading was 1145 mg/dl. The customer felt that the insulin pump was not the cause of the hospitalization, and declined all troubleshooting. The customer also stated that he was on medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.